Event description:
It was reported that during a planned device change out, it was discovered that there was an atrial lead conductor wire fracture and insulation break. The lead was capped and a new lead implanted. It was also reported that the physician prophylactically implanted a new right ventricular pace/sense lead. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.